Event description:
It was reported that the patient was in the operating room for a device change-out for a pocket change from left-side to right-side. During the implant, pocket simulation with the d1-rv coil vector was observed. There was no pocket stimulation when the leads and vectors were tested through the psa, with the lead fully in the pocket. There were no other electrical anomalies, and this was the only vector with pocket stimulation. However, this was also the only vector with acceptable thresholds. The device was not implanted and was replaced. Patient was doing fine post-procedure and went home next day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.